Manufacturer narrative:
The event was investigated without the returned devices or device-specific lot information. A historical data review and trend analysis were performed revealing no trends related to the nature of this event. Further information was requested from the complainant, but no information became available. The affected devices were not accessible for testing. Without the affected devices, lot information, or the requested additional information, the root cause cannot be established at this time.

Event description:
It was reported that there has been a surgical site infection at the hospital involving devices that treated a tibial plateau fracture with no further information provided at this time. It was unknown if there was any patient consequences/outcome or if/what intervention was required.